Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, likely attributed to the lead-header spring contact interaction. There was no evidence of lead noise and out-of-range pace impedance measurements were not reproducible with isometrics. Tachy mode was programmed off to prevent inappropriate tachy therapy due to possible oversensing, and the device was also programmed to doo to prevent asystole from possible oversensing. It was noted that the patient was scheduled for followup to possibly re-enable tachy mode. The patient was using a lifevest that had been charging, but no therapies were delivered. Technical services (ts) discussed troubleshooting options and programming considerations. The patient was brought back in for a subsequent device check, and there were no additional out-of-range impedance spikes. Tachy mode was turned on and the device was reset to previous brady settings. This rv lead remains in service, with continued monitoring. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, likely attributed to the lead-header spring contact interaction. There was no evidence of lead noise and out-of-range pace impedance measurements were not reproducible with isometrics. Tachy mode was programmed off to prevent inappropriate tachy therapy due to possible oversensing, and the device was also programmed to doo to prevent asystole from possible oversensing. It was noted that the patient was scheduled for followup to possibly re-enable tachy mode. The patient was using a lifevest that had been charging, but no therapies were delivered. Technical services (ts) discussed troubleshooting options and programming considerations. The patient was brought back in for a subsequent device check, and there were no additional out-of-range impedance spikes. Tachy mode was turned on and the device was reset to previous brady settings. This rv lead remains in service, with continued monitoring. No additional adverse patient effects were reported. Additional information received reported that this crt-d and rv exhibited additional high out-of-range pace impedance measurements greater than 3,000 ohms, and the device was emitting beep tones. The patient was also experiencing lightheadedness. Ts did not see evidence of oversensing. The presenting egm showed a trigeminal of premature ventricular contractions (pvcs), which may have contributed to the lightheadedness. This crt-d and rv lead remain in service and will continue to be monitored at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.